Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
In an svt case when the tacticath se ablation catheter was connected the following error message appeared ¿catheter intended for single use only¿. The catheter was brand new. The catheter was visible with signals on ensite x and claris but no contact force were given. Restarting and reconnecting the catheter to the tactisys did not resolve the issue. The device was replaced and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.